Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device error log showed a 90008 error code after the unit powered up with a service device message. There was no patient involvement.